Event description:
It was reported that the patient lost therapy after passing through the doors of a store. A "power on reset" was reported. The patient worked at the store and this was the first time this happened. It was later reported that the store had changed the frequency of their shop-lifting scanners. The physician's office did not have the capability to re-program the patient's device. The patient no longer felt stimulation. It was reported that the patient's outcome was no injury. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v516939, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).